Manufacturer narrative:
A1: patient identifier- (B)(6).

Event description:
Elegance study. It was reported that a vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery extending into right distal superficial femoral artery with 6.2 mm proximal reference vessel diameter and 6.3 mm distal reference vessel diameter with lesion length 200 mm with 100 % stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 5 mm x 200 mm non-boston scientific (bsc) balloon. Treatment of target lesion was performed by dilation using study devices, 6 mm x 200 mm, 6 mm x 150 mm and 6 mm x 40 mm ranger drug-coated balloons. Following treatment was performed by placement of 7 mm x 150 mm and 7 mm x 100 mm innova bare metal stents followed by dilation with 6 mm x 80 mm non-bsc balloon and the final residual stenosis was noted to be 0%. On (B)(6) 2023, on the same day of index procedure, during the treatment of the target lesion, dissection of grade b was noted in the target lesion, and the site has confirmed that the dissection was possibly due to 5 mm x 200 mm non-bsc balloon or one of the ranger drug-coated balloons and it is not clear which device led to dissection. In response to the complication, balloon dilation was performed, and stent was placed. Post treatment, the final residual stenosis was noted to be 0%. The complication of dissection was resolved. On (B)(6) 2023, the subject was discharged from the hospital.